Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient needs to have a MRI but doesn't have the external devices. Patient said they saw a hcp after implant who was showing the patient where their bladder didn't empty. The patient said the hcp wanted to do another surgery and the patient said no. Patient said when they declined the surgery they were told they needed to turn in the external devices. Reviewed option to purchase a replacement and the patient got upset and ended the call. Emailed reps. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.